Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Removed code for device revision or replacement and replaced with no code available (3191) for prolonged surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left primary tka with revision parts. At time of poly insertion, extreme difficulty was had reducing the poly & femoral interface. Many attempts were made to reduce construct. There was a surgical delay of 20 mins. Doe: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Correct: h6 patient code: no code available (3191) used to capture the device revision or replacement and insufficient information.